Event description:
Info received indicates the left foot siderail will not latch.

Manufacturer narrative:
The technician lubricated the siderail latch mechanism and the siderail is not functioning properly.